Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the left wheel is folded in at the bottom. The caller states he didn't notice any breaks in the frame or the rim. The friend states when the consumer is coming down her ramp, the wheel will buckle inward when turning to exit the ramp.